Event description:
It was reported that during a biliary drainage procedure the guidewire "fell apart". The biliary duct had stones and obstruction with a sharp angle at the entry point. The nitinol wire that comes in the accustick ii system .038 strt kit was inserted into the biliary drain and the wire became stuck inside the liver. The physician removed the wire and it was noted that tip of the wire was deformed and it had started to unravel. The device was removed intact. Another kit was pulled and that nitinol wire completed the case. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).